Manufacturer narrative:
(B)(4). One used bravo ph capsule delivery device was received for evaluation. The returned sample met specification as received by medtronic. The reported condition was not confirmed. A visual inspection revealed no damage. Additional functional testing was performed and the device was found to function normally and within specifications.

Event description:
Customer reported bravo ph capsule failed to attach. Endoscopy performed prior to procedure indicated signs of barrett's esophagus, but was not confirmed. Repeat bravo procedure was performed on the patient. There was no reported harm to patient or user.